Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason and fell on the side where the subcutaneous implantable cardioverter defibrillator (s-ICD) is implanted. That night the patient awoke from a shock. The patient was brought into the office and it was determined that the patient had an ectopic beat which caused the device to go to a more agressive sensing profile and double and triple count the twaves. Boston scientific technical services (ts) was consulted and discussed programming options including changing the sensing vector. The s-ICD was updated with the most recent software and the sensing vectore was reprogrammed. It was noted that the patient also has a single chamber pacemaker from another manufacturer implanted. No additiional adverse patient effects were reported and the system remains in service.